Manufacturer narrative:
The lesion was tight. Excessive force was not noted. Stent dislodgement was caused by the non-medtronic guide extension catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat lesion in the proximal rca. The device was inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously-deployed stent. It was reported that stent dislodgement occurred during delivery to the lesion. Stent dislodgement was caused by the guide. The stent remained on the wire and was re-engaged with a balloon and successfully deployed. No patient injury was reported.